Event description:
The manufacturer received information alleging the device failed a test step during testing. There was no harm or injury reported. Remote service engineer (rse) provided recommendation to replace system board. Customer acknowledged recommendation and has taken responsibility for repair of device. If further help is required, customer will call again.